Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient orders were not showing. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from pharmacy so there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h5 labeled for single use. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist (tss) dialed into the server and observed that no orders were present for the affected patient. Upon further review, the tss verified that data transmission for all other patients was functioning as expected, indicating the issue was isolated to a single patient. The tss then dialed into the care fusion coordination engine and confirmed that the messages were crossing, and no issues were identified. The tss then resolved the issue by resenting the messages and the patient was showed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a patient orders were not showing. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from pharmacy so there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.